Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed blood inside the set and a leak from an unknown location. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking with blood coming from the bottom joint. The reporter stated that blood was sucked from the patient and was gravitating up to the giving set. The set was used with vedolizumab. This issue occurred after the set was attached to the patient's cannula, when the infusion was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.